Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was taking longer time to rewind the insulin pump. The blood glucose level of the customer was unknown. The customer stated that the insulin pump made unusual grinding sounds. The insulin pump will not return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but failed during rewind prime test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm due to loose drive support disk. No low battery alert noted during test. (B)(4).